Event description:
It was reported that the error code 46228 occurred. The event happened during testing and there was no patient involvement reported.

Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 05-jun-2025. H3: one device was received for evaluation. Service history review identified no previous services. The customer reported issue was confirmed during the power-on test. The root cause of the problem was a software issue. The software was updated, and a performance verification test (pvt) was performed. The device passed all testing criteria.